Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Section h4 device mfg. Date is an estimate. Section h9 FDA 806 number; 2024500-05-13-2025-001-r h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the shutdown alarm of this ht70 ventilator "barely sounded" when the power was turned off. While the third-party service person(tkb) was servicing the ventilator, the shutdown alarm of this ht70 ventilator "barely sounded" when the power was turned off. Tkb replaced the control board. One control board was returned to medtronic for analysis. The control board was installed into a test ventilator and the internal temperature alarm was generated after power on self test (post). The control board was removed and the capacitor (c159) was found to be hot. During shutdown, the alarm sound was observed to be faint. Failure of c159 could result in the shutdown alarm failing to annunciate. The cause of the reported event was determined to be a faulty capacitor c159 on the control board. The control board of the ventilator is within the scope of the field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during servicing, the shutdown alarm of this ht70 ventilator "barely sounded" when the power was turned off. The ventilator was not in use on a patient at the time of the reported event.